Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was having poor telemetry and/or no telemetry with recharging. Patient was successfully able to last charge 2 weeks ago. The patient reported having an issues powering on the programmer and seeing the replace battery screen. After replacing batteries they saw the low battery screen show up on programmer. Patient was walked through on how to reset their recharger but continued to encounter the reposition antenna screen. Recharger issue was suspected. The patient had a loss of stimulation. No further symptoms and/or complications reported at this time. Additional information received from the patient reported that they had an appointment scheduled with their physician on (B)(6) 2017 in regards to their loss of stimulation. No further issues were noted or anticipated at this time.